Event description:
It was reported that the customer experienced elevated blood glucose levels (+400 mg/dl) . Customer delivered a 20 unit manual injection to stabilize blood glucose levels. Troubleshooting was performed and pump appears to be functioning as expected. Customer keeps insulin stored under a heat lamp.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.